Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation: although we were unable to identify the root cause, we believe that there were differences in the handling of devices and awareness of reprocessing procedures between olympus' recommendations and the relevant facility. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex video scope was used on a patient with backflow in combination with an auxiliary water tube that reprocessing was determined to be inadequate. This occurred during an unspecified diagnostic procedure. The customer stated that in every case, the auxiliary water tube had to be cleaned, but the facility cleaned it with a frequency such as at the end of the day. No patient harm has been reported.